Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery with a vessel reference diameter of 3.5mm. The target lesion had a length of 30mm with a 100% percent stenosis. Direct stenting was not attempted. A non bsc balloon was used during the procedure. A liberte stent was implanted, with a diameter of 3.0mm and length of 32mm. A second liberte stent was implanted in the right coronary artery (rca) due to dissection. The procedure was evaluated as technically successful. Residual stenosis was 0%. The subject was discharged two days post procedure without angina or silent ischemia. Medication included: aspirin 75mg daily for 1 month and clopidogrel 150mg daily for 1 month.